Manufacturer narrative:
Product complaint # (B)(4). Additional information received on 24-dec-2018 indicated that the event resulted in loss of cerebral target position. Information regarding patient age/date of birth, gender, weight, height, medical history, race, and ethnicity was not reported. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00808 & 1226348-2019-00809.

Event description:
As reported by a healthcare professional, during a stent-assisted coil embolization of an intracranial aneurysm, the physician observed a kink at the distal end of the prowler select plus 150/5cm (606s255x/30076106) microcatheter and the 4.5x14mm enterprise (enc451412/10989443) stent vascular reconstruction device could not be advanced through the microcatheter. After the microcatheter was approached to the target vessel, the physician connected the stent to the y-valve and attempted to push the stent but found that the stent could not be advanced. The physician re-adjusted the device but noticed that the stent had deployed in the y-valve. The physician removed the stent and microcatheter from the patient, resulting in a loss of cerebral target position. The physician then observed a kink at the distal end of the microcatheter. The devices were replaced, and the procedure was completed successfully without further incident. There was no report of patient complications/injury. The event did not result in a clinically significant delay in procedure. The complaint products were new and stored/handled according to the instructions for use (IFU). The devices were packaged securely as expected and there was no damage noted to the catheter packaging or shipping container. The procedure was conducted in accordance with the IFU and an adequate continuous flush was maintained through the microcatheter. The system did not appear damaged prior to use. No damage was noted to the stent/stent delivery system before or after the reported difficulty. There was no difficulty encountered during introduction of the catheter over the guidewire prior to the attempted use of this device. The user verified that the introducer was fully seated and secured in the hub. There was no difficulty encountered tracking the catheter to the target site or excessive manipulation/torquing required. The vessel was neither excessively tortuous nor had acute bends. The products will be returned for evaluation. No further information could be obtained.

Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to report that the product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00808 & 1226348-2019-00809.

Manufacturer narrative:
Product complaint #: (B)(4). As reported by a healthcare professional, during a stent-assisted coil embolization of an intracranial aneurysm, the physician observed a kink at the distal end of the prowler select plus 150/5cm (catalog #: 606s255x/lot #: 30076106) microcatheter and the 4.5x14mm enterprise (catalog #: enc451412/lot #: 10989443) stent vascular reconstruction device could not be advanced through the microcatheter. After the microcatheter was approached to the target vessel, the physician connected the stent to the y-valve and attempted to push the stent but found that the stent could not be advanced. The physician re-adjusted the device but noticed that the stent had deployed in the y-valve. The physician removed the stent and microcatheter from the patient, resulting in a loss of cerebral target position. The physician then observed a kink at the distal end of the microcatheter. The devices were replaced, and the procedure was completed successfully without further incident. No patient complications occurred as a result of the event. The delay in procedure was not considered clinically significant. The complaint products were new and stored/handled according to the instructions for use (IFU). The devices were packaged securely as expected and there was no damage noted to the catheter packaging or shipping container. The procedure was conducted in accordance with the IFU and an adequate continuous flush was maintained through the microcatheter. The system did not appear damaged prior to use. No damage was noted to the stent/stent delivery system before or after the reported difficulty. There was no difficulty encountered during introduction of the catheter over the guidewire prior to the attempted use of this device. The user verified that the introducer was fully seated and secured in the hub. There was no difficulty encountered tracking the catheter to the target site or excessive manipulation/torqueing required. The vessel was neither excessively tortuous nor had acute bends. No further information could be obtained. A non-sterile enterprise device was received inside of a pouch. Upon receipt of the device, visual inspection was conducted. The delivery wire and introducer tube were not returned for evaluation. The stent was found deployed. There were no other visual anomalies observed during the visual inspection. Functional testing could not be performed since the stent was found deployed and the delivery wire and introducer tube were not returned. As per procedure, the stent must still be inside of the introducer tube in order to conduct functional analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The customer report that the stent prematurely deployed was confirmed; however, the exact circumstances surrounding the premature stent deployment cannot be conclusively determined based on the condition of the returned device. The customer report of impeded in microcatheter could not be evaluated since the delivery wire was not returned for evaluation. Functional testing could not be performed to determine potential causes of the event due to the condition of the returned device; however, the compressed/kinked condition of the returned prowler select plus may have contributed to the inability to advance the enterprise through the microcatheter. Impeded in microcatheter and premature deployment are known potential failures associated with the use of the device. The IFU contains several cautions relating to these situations, including instructions for troubleshooting the situations should they be encountered during use. The IFU cautions: ¿if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one.¿ neither the product analysis nor the device history record review suggests that the failure could be related to the enterprise manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided and the evidence presented by the returned device; however, it is possible that procedural and handling factors, including device manipulation, may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00808 & 1226348-2019-00809.